Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating the iop resolved after 8 days with iop lower drops. As per investigator the reported event to be mild and non serious. There was causal relationship with the device.

Event description:
A physician reported that a day after intraocular lens (iol) implantation surgery, the patient had increased intraocular pressure. The patient was treated with ophthalmic drops which was resolved in the following week. Additional information was requested, but no further information is available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been one other complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).